Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed. One 0.018 in. X 135 cm nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire was observed to be broken about 4.2 cm distal to the adhesive fillet, and most of the coiled portion of the guidewire was observed to be unraveled. A microscopic observation revealed the break site of the core wire was observed to be tapered and slightly curved, and the fracture surfaces were observed to be mostly flat and granular. The fracture features observed on the returned guidewire are indicative of failure caused by excessive tensile (pulling) force. This was most likely caused by withdrawal of the guidewire against resistance which can be caused or complicated by the angle and/or speed of withdrawal, withdrawal against a needle bevel, failure to properly hydrate the guidewire prior to use, or damage to the guidewire prior to or during insertion, manipulation, or withdrawal of the guidewire. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tip of wire was disengaged before the procedure. 03/26/2021- the returned guidewire was broken.